Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of "the central lumen broke in half" is not able to be confirmed. The root cause of the complaint is undetermined. If the sample is returned at a later date, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. This complaint has been reopened to investigate the device which was not originally returned for investigation. The reported complaint that the iab central lumen broke is confirmed based on visual inspection of the device. The iab was returned with a broken central lumen. The damage observed during the investigation is consistent with the removal of the iab through the sheath. It was also stated in the complaint report that the iab was removed through the sheath. The IFU states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." Therefore, the device was unable to be functionally tested any further due to the damaged state of the device upon receipt. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor.

Event description:
It was reported via a hotline call. The rn was calling the clinical support specialist (css) to report an issue with a catheter that was removed earlier today. The intra-aortic balloon (iab) was inserted yesterday without incident and the patient was supported on the pump. The registered nurse (rn) stated that "the patient did not require support any longer" and on removal of the iab "the central lumen broke in half". On discussion with the css, the rn confirmed that the iab was pulled out through the sheath. The css discussed with the rn that this is against the recommendations for the iab. The rn stated he was aware of this and discussed with the physician who stated that he has done it many times before. The css stressed the complications that can arise with removal in this method and that this is likely the cause of the fracture of the central lumen. The rn stated that there were no complications with removal and no noted complications or issues with the patient post removal. The rn stated that there were no alarms with the pump prior to removal and as far as he knows there were no issues other than some with triggering due to patients rhythm. There was no additional iab inserted as the patient did not need support according to the rn. Anatomical insertion site - right femoral artery. The difficulty occurred on removal. The patient is currently stable off pump. Length of time in use prior to event - approximately 24 hours.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hotline call. The rn was calling the clinical support specialist (css) to report an issue with a catheter that was removed earlier today. The intra-aortic balloon (iab) was inserted yesterday without incident and the patient was supported on the pump. The registered nurse (rn) stated that "the patient did not require support any longer" and on removal of the iab "the central lumen broke in half". On discussion with the css, the rn confirmed that the iab was pulled out through the sheath. The css discussed with the rn that this is against the recommendations for the iab. The rn stated he was aware of this and discussed with the physician who stated that he has done it many times before. The css stressed the complications that can arise with removal in this method and that this is likely the cause of the fracture of the central lumen. The rn stated that there were no complications with removal and no noted complications or issues with the patient post removal. The rn stated that there were no alarms with the pump prior to removal and as far as he knows there were no issues other than some with triggering due to patients rhythm. There was no additional iab inserted as the patient did not need support according to the rn. Anatomical insertion site - right femoral artery. The difficulty occurred on removal. The patient is currently stable off pump. Length of time in use prior to event - approximately 24 hours.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of "the central lumen broke in half" is not able to be confirmed. The root cause of the complaint is undetermined. If the sample is returned at a later date, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via a hotline call. The rn was calling the clinical support specialist (css) to report an issue with a catheter that was removed earlier today. The intra-aortic balloon (iab) was inserted yesterday without incident and the patient was supported on the pump. The registered nurse (rn) stated that "the patient did not require support any longer" and on removal of the iab "the central lumen broke in half". On discussion with the css, the rn confirmed that the iab was pulled out through the sheath. The css discussed with the rn that this is against the recommendations for the iab. The rn stated he was aware of this and discussed with the physician who stated that he has done it many times before. The css stressed the complications that can arise with removal in this method and that this is likely the cause of the fracture of the central lumen. The rn stated that there were no complications with removal and no noted complications or issues with the patient post removal. The rn stated that there were no alarms with the pump prior to removal and as far as he knows there were no issues other than some with triggering due to patients rhythm. There was no additional iab inserted as the patient did not need support according to the rn. Anatomical insertion site - right femoral artery. The difficulty occurred on removal. The patient is currently stable off pump. Length of time in use prior to event - approximately 24 hours.